Event description:
Lab assistant after drawing blood went to activate the safety shield, the shield came off resulting in a needlestick injury to the right thumb. The thumb was cleansed immediately and the employee reported the incident and went to employee health for prophylactic treatment and baseline lab work.